Event description:
The pump pocket had 3 openings, there was a marked pocket seroma, and ecchymosis. There was a visible incisional opening and the seroma was draining. The pump was replaced on (B)(6) 2011. The pt outcome was reported as "resolved without sequelae."

Manufacturer narrative:
(B)(4).